Event description:
It was later reported that the catheter was fractured. A revision was performed and the entire catheter was replaced. It was unknown when the patient started having symptoms or when the problem was noticed as they were getting normal volumes at refills but a dye study was done and that prompted the revision. The pump was not replaced. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID 8590-9, lot# n287171, implanted: (B)(6) 2011. Product type: accessory: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).

Event description:
It was reported that the patient was being seen in clinic and seemed to be having withdrawal symptoms. The patient was sick and exhibiting signs of withdrawal. A nuclear study was done back in (B)(6) and everything appeared fine at that time. The healthcare provider was planning to work up the catheter and perform a catheter dye study. It was later reported that the patient had episodes about every two weeks where he experienced symptoms of narcotic withdrawal. The patient will get very tired the day before then he ¿sneezes, coughs, yawns, nausea, throw up and has pain in his stomach¿. The patient would end up at the emergency room (ER). The ER would normally give him 2-4 mg of dilaudid and phenergan for nausea and this typically stopped the symptoms. Sometimes the patient would require hospital stays. The patient drives truck and fell off of a trailer in april/may and that was when the symptoms started.

Manufacturer narrative:
(B)(4)

Event description:
It had previously been reported the patient had experienced underdose.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. (B)(4).